Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no ac power condition. No patient harm reported.

Manufacturer narrative:
No patient information received.